Manufacturer narrative:
Zip code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" and "small lymph node structures with siliconised material."

Event description:
Healthcare professional reported right side rupture and "small lymph node structures with siliconised material in both chains." Healthcare professional additionally reported "nodular, hypoechoic image" not related to the device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.1, h.6.